Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, the patient had in-stent restenosis and required a target vessel revascularization (tvr). In (B)(6) 2011, the patient presented with left sided chest pain with exertion and cardiac catheterization was recommended. The target lesion was located in the left atrioventricular groove (l-av) with 90% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with pre-dilation and placement of a 2.50x12mm taxus liberte stent, with 0 % residual stenosis following post-dilation. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with dyspnea with exertion and jaw and throat tightness. The patient was hospitalized on same day and cardiac catheterization was recommended. It was found there was 90% in-stent restenosis of the taxus liberte stent in the l-av, which was treated with balloon angioplasty and placement of a 2.50x12mm promus element stent. In addition, the focal calcified 80% stenosis in the mid left anterior descending artery (lad) was treated with pre-dilation using a 2.50x12mm non-bsc balloon and placement of a 2.75x12mm promus element stent. The event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).